Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).

Event description:
A surgeon reported that at a routine one day postoperative examination following a glaucoma filtration device implant procedure, hypotony was reported and approximately one week later, a shallow anterior chamber was noted. These events were reported as temporary and the pt is recovering. An increase in intraocular pressure (iop) was reported at approximately one month following the procedure and the pt was treated with topical medication starting approximately two months later. The device remains implanted in the pt. No further info is expected.